Event description:
Customer reported via phone, the insulin pump was frozen because the device had alarmed lost sensor and customer was unable to clear the alarm. Customer changed the battery and it alarmed button error and continued to be frozen. Customer's blood glucose was 109 mg/dl. Troubleshooting for button error was performed. She doesn't recall any significant events which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. She agreed to return the device for further analysis. Troubleshooting for frozen display was not performed as device was being replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No frozen screen and no button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.